Event description:
The patient stated that the keypad buttons were not activating desired pump functions when pressed. The issue has reportedly been going on for a couple of weeks. The patient uses a damp cloth to clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.